Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a vial was standing upright in the mini tray, causing it to jam. A field service engineer (fse) recommended that the customer contact the onsite pharmacy to assist with recovering the mini tray. The fse also remotely accessed the device and confirmed that no errors were present. The system was verified to be functioning as intended following the investigation.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a medication was stuck behind a drawer. One narcotic medication was reported to be lodged behind the second drawer on top right, row 2, and cubie 7, preventing retrieval. Nursing staff were unable to access the medication due to the obstruction. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.